Event description:
Customer reportedly, rec'd the following results on the aviva sys within 10 mins: 364 mg/dl, 163mg/dl, and 161mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.